Event description:
The facility's rep reported an infusion pump with failure code 25, found during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.